Event description:
During iontophoresis treatment, a patient received a burn. The device, dupel, was used with dupel electrodes. The patient was treated by a physician who applied neosporin on the affected area.